Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. The logs from the complaint date revealed that the console issued purge disc not detected alarm several times. The console was examined, and a broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the reported purge disc not detected alarm issue d9 device returned to manufacturer date was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29985. H3 was erroneously selected on the initial manufacturer device report number 1220648-2025-29985. H6 type of investigation code 10, 4112,4121, 4110, investigation findings 4203, and investigation conclusions 4307 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-29985. H6 type of investigation, investigation findings, and investigation conclusions codes were erroneously entered on the initial manufacturer device report number 1220648-2025-29985. H10 narrative erroneously entered stated that the device was not received on the initial manufacturer device report number 1220648-2025-29985. H10 investigation results were inadvertently omitted on the initial manufacturer device report number 1220648-2025-29985.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with decompensated cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The bedside nurse did a purge cassette change using two different purge cassettes and neither were read by the automated impella controller (aic). The aic was exchanged for another aic without any issues. The patient was stable post procedure.